Event description:
It was reported that after implant of this right ventricular (rv) lead, the patient exhibited an exit block. The patient underwent a lead revision procedure to reposition the lead and the event was resolved. The rv lead remains in service. No additional adverse patient effects were reported.